Event description:
Customer reported missed antibody on a patient sample containing anti-e when tested on galileo using capture-r ready ID (crrid).

Manufacturer narrative:
The customer's returned sample, reported to contain anti-e, was tested using selected cells from retention capture-r ready-ID, lot id103. The sample exhibited negative to very weak reactivity (scores of 0 to 4) with all e+ cells. Hemagglutination tube testing was performed with the customer's sample using retention panoscreen I, ii, and iii, lot 32889. Immuadd, lot 6n5509, was used as potentiator. Testing was performed at is, 15'rt, 20'37c, and iat. The sample exhibited very weak (+/-) reactivity with e+ cell at iat only and was nonreactive with e- cells. Reactivity of the e antigen was confirmed on retention crrid, lot id103.